Event description:
It was reported that a spectrum pump would power off by itself during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A review of the event history log revealed the reported problem 'powered off by itself' could not be confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was found to be within specification. No component could be determined for causality and therefore no correction was required.  Should additional relevant information become available, a supplemental report will be submitted.